Event description:
At the beginning of a cardiac surgery case, the anesthesia machine reported a ventilator failure. This event has occurred previously with this particular machine, as well as with others. A back-up machine was brought into the room and there was no pt impact other than a slight delay.